Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via a merlin at home transmission on stored egm. The patient was asymptomatic. Programming changes were made and the device remains implanted.